Manufacturer narrative:
Upon notification of the reported failure to alarm, a spacelabs field service engineer (fse) went on site to gather additional information. It was reported that the event was not reported to biomed staff until several days after the event. The fse was advised that they were unsure what devices were involved with the event to test functionality. Due to the late report of the event, investigation cannot be conducted as all relevant information is no longer retrievable. Clinical access, which stores alarm history for patients is purged after 24/72 hours based on customer configuration. The customer was advised by the fse that future events need to be reported in a timely manner to ensure proper investigation can be conducted. Due to the loss of data associated with the event, cause of failure could not be identified.

Event description:
The customer reported that while monitoring a patient, their xhibit central station failed to alarm for a pause condition. There was no patient or user harm associated with this event.